Event description:
Initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5068453) on 03-jul-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ("excessive bleeding during menses") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), dysmenorrhoea ("cramping during menses"), weight decreased ("losing weight"), hyperhidrosis ("excessive perspiration"), dizziness ("lightheadedness"), fatigue ("fatigue"), headache ("headaches"), asthenia ("weakness"), diarrhoea ("diarrhea"), uterine leiomyoma ("uterine fibroids formed"), cyst ("internal and external cysts"), muscle spasms ("muscle cramps"), arthralgia ("joint pain"), back pain ("back pain"), hot flush ("heat flashes"), night sweats ("night sweats"), dyspareunia ("pain during sex"), vitamin d deficiency ("vitamin d/d12 deficiencies"), pain in extremity ("traveling pains in my legs for days that feels like something moving slowly down the legs and ends at my heel"), contusion ("bruising"), spondylitis ("curve in my spine with arthritis"), joint dislocation ("ribs that dislocate"), arthritis ("arthritis in fingers and toes"), carpal tunnel syndrome ("carpal tunnel in both wrists"), tendonitis ("tendinitis in both elbows"), alopecia ("hair loss"), salivary gland enlargement ("swollen saliva glands"), hypoaesthesia ("numbness in toes and fingers"), anxiety ("anxiety that has increased in severity over time and bouts of depression"), depression ("anxiety that has increased in severity over time and bouts of depression"), urinary incontinence ("urinary incontinence and increase urgency and excessive discharge"), vaginal discharge ("urinary incontinence and increase urgency and excessive discharge"), periodontitis ("paradental disease"), tremor ("trembling in hand that some times extends to the whole body"), vitreous floaters ("floaters"), intraocular pressure increased ("increased eye pressure"), vision blurred ("blurred vision") and diplopia ("double vision"). At the time of the report, the menorrhagia, abdominal pain, dysmenorrhoea, weight decreased, hyperhidrosis, dizziness, fatigue, headache, asthenia, diarrhoea, uterine leiomyoma, cyst, muscle spasms, arthralgia, back pain, hot flush, night sweats, dyspareunia, vitamin d deficiency, pain in extremity, contusion, spondylitis, joint dislocation, arthritis, carpal tunnel syndrome, tendonitis, alopecia, salivary gland enlargement, hypoaesthesia, anxiety, depression, urinary incontinence, vaginal discharge, periodontitis, tremor, vitreous floaters, intraocular pressure increased, vision blurred and diplopia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, arthritis, asthenia, back pain, carpal tunnel syndrome, contusion, cyst, depression, diarrhoea, diplopia, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hyperhidrosis, hypoaesthesia, intraocular pressure increased, joint dislocation, menorrhagia, muscle spasms, night sweats, pain in extremity, periodontitis, salivary gland enlargement, spondylitis, tendonitis, tremor, urinary incontinence, uterine leiomyoma, vaginal discharge, vision blurred, vitamin d deficiency, vitreous floaters and weight decreased to be related to essure. The reporter commented: event "menorrhagia" was ticked hospitalization. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5068453) on 03-jul-2018. The most recent information was received on 05-nov-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ("excessive bleeding during menses") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), dysmenorrhoea ("cramping during menses"), weight decreased ("losing weight"), hyperhidrosis ("excessive perspiration"), dizziness ("lightheadedness"), fatigue ("fatigue"), headache ("headaches"), asthenia ("weakness"), diarrhoea ("diarrhea"), uterine leiomyoma ("uterine fibroids formed"), cyst ("internal and external cysts"), muscle spasms ("muscle cramps"), arthralgia ("joint pain"), back pain ("back pain"), hot flush ("heat flashes"), night sweats ("night sweats"), dyspareunia ("pain during sex"), vitamin d deficiency ("vitamin d/d12 deficiencies"), pain in extremity ("traveling pains in my legs for days that feels like something moving slowly down the legs and ends at my heel"), contusion ("bruising"), spondylitis ("curve in my spine with arthritis"), joint dislocation ("ribs that dislocate"), arthritis ("arthritis in fingers and toes"), carpal tunnel syndrome ("carpal tunnel in both wrists"), tendonitis ("tendinitis in both elbows"), alopecia ("hair loss"), salivary gland enlargement ("swollen saliva glands"), hypoaesthesia ("numbness in toes and fingers"), anxiety ("anxiety that has increased in severity over time and bouts of depression"), depression ("anxiety that has increased in severity over time and bouts of depression"), urinary incontinence ("urinary incontinence and increase urgency and excessive discharge"), vaginal discharge ("urinary incontinence and increase urgency and excessive discharge"), periodontitis ("paradental disease"), tremor ("trembling in hand that some times extends to the whole body"), vitreous floaters ("floaters"), intraocular pressure increased ("increased eye pressure"), vision blurred ("blurred vision") and diplopia ("double vision"). At the time of the report, the menorrhagia, abdominal pain, dysmenorrhoea, weight decreased, hyperhidrosis, dizziness, fatigue, headache, asthenia, diarrhoea, uterine leiomyoma, cyst, muscle spasms, arthralgia, back pain, hot flush, night sweats, dyspareunia, vitamin d deficiency, pain in extremity, contusion, spondylitis, joint dislocation, arthritis, carpal tunnel syndrome, tendonitis, alopecia, salivary gland enlargement, hypoaesthesia, anxiety, depression, urinary incontinence, vaginal discharge, periodontitis, tremor, vitreous floaters, intraocular pressure increased, vision blurred and diplopia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, arthritis, asthenia, back pain, carpal tunnel syndrome, contusion, cyst, depression, diarrhoea, diplopia, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, hyperhidrosis, hypoaesthesia, intraocular pressure increased, joint dislocation, menorrhagia, muscle spasms, night sweats, pain in extremity, periodontitis, salivary gland enlargement, spondylitis, tendonitis, tremor, urinary incontinence, uterine leiomyoma, vaginal discharge, vision blurred, vitamin d deficiency, vitreous floaters and weight decreased to be related to essure. The reporter commented: event "menorrhagia" was ticked hospitalization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.